Event description:
It was reported that the patient experienced itching and redness near the bandages covering the trial leads, and blisters were noted underneath the bandages. It was noted that the patient was allergic to the tape that was used. The patient and physician opted to have an early lead pull. The patient was doing well postoperatively and the removed leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7292643 UDI: (B)(4).